Manufacturer narrative:
No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) during the load process. As the customer was unable to upload the pump data, tandem's technical support was unable to verify the past cartridge alarm. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully and resume insulin delivery.